Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: supplier- (B)(4). Manufacturing center, (B)(4). Manufacturing date: november 11, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the piece that grasps the head of the screw located inside the tip of the polyaxial head placement tool for matrix fell out. It was discovered during a routine field equipment inspection on (B)(6) 2015. No issues with the device prior to discovery. No patient or surgery involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed - the returned instrument was examined and the complaint condition was able to be confirmed as the blocker was returned separate from the device. A definitive root cause was unable to be determined however the complaint condition is consistent with failure due to excessive and/or off axis force. The polyaxial head placement tool is used in the matrix degenerative and deformity spine systems. The tool is used to retrieve a polyaxial head from an implant module and place it over a matrix bone screw. The technique guides recommends that, in order to ensure the polyaxial head is securely attached to the bone screw, the user is to gently lift up on the placement tool and angulate the polyaxial head. Use of the placement tool while not fully engaged with the polyaxial head could cause the blocker component to experience unintended forces, making it vulnerable to breakage in the area of the laser weld. As the blocker is only laser welded to half of the outer shaft body, it is possible that use over time, coupled with excessive off axis force, contributed to this complaint. Specifics as to the method of use at the time of failure were not available, as such no definitive root cause was able to be determined. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.